Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177958r, implanted: (B)(6) 2001, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that in 2009-2010 the right side of the patient¿s body from t8 down to the right buttock was numb. The pump and catheter were replaced in 2010 and it was confirmed that the pump was not faulty but that the catheter had a break. Patient outcome was not provided. The device system delivered dilaudid, clonidine, and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 31-aug-2017 who reported that the catheter had a crack in it. Per the patient, the pump battery was close enough to needing replacement that it was replaced when the catheter was replaced. The pump had been in for close to 10 years so was due to be replaced. The pump was delivering dilaudid (2.0 mg/ml at 7.374 mg/day), clonidine (107.19 mcg/ml at 221.22 mcg/day), and bupivacaine (5.360 mg/ml at 11.061 mg/day). No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer. The pump was at end of life. The replacement of the catheter resolved the numbness.